Manufacturer narrative:
Several attempts have been made to get additional information from the customer, but no response. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received an email complaint on (B)(6) 2017 that their cool cap had an issues with "fill" and that a "fill error 90" message. Customer provided no product information. The user did indicated that the cool-cap started to work. The customer did not report patient involvement, serious injury, delay in treatment, or environmental/safety concerns.